Manufacturer narrative:
(B)(4). Paraplegia is labeled in the IFU. Occlusions are labeled in the IFU. No product or images were returned to assist in the investigation. There have been numerous verification and validation activities performed that have shown the device meets design input requirements and user needs when used as the instructions for use (IFU) indicates. In addition, each device is shipped with an IFU that lists the anatomical requirements, warnings and precautions, and contraindications. The IFU specifically states: vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Unless medically indicated, do not deploy the zenith aaa endovascular graft in a location that will occlude arteries necessary to supply blood flow to organs or extremities. Vessel occlusion may occur. Take care during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus which can cause distal embolization. The complaint correspondence indicates the device was used outside of the IFU due to anatomical exclusion. The procedure was completed and paraplegia was observed. The physician contributed the paraplegia to thrombus/cholesterol embolization while manipulating the delivery systems in the blood vessels. Based on the information provided, the patient suffered a massive (shower) embolization. At this time there is no indication that a design or manufacturing related failure of the device resulted in the event. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6), male, underwent aaa repair on (B)(6) 2011. The patient's anatomical form was not suitable for endovascular repair since the angle of proximal neck was more than 60 degrees relative to the long axis of the aneurysm. One main body and four iliac legs (two for each sides) were placed and the procedure was completed without any problems. On (B)(6) 2011, paraplegia was developed. The physician is taking a wait-and-see approach. On (B)(6) 2011, additional information was provided. Paraplegia was developed on (B)(6) 2011 not (B)(6) 2011. In the evening of (B)(6) 2011, peg1 (prostaglandin) was administered for treatment. On (B)(6) 2011, paraplegia was resolved, but gastrointestinal tract (emiction and egestion) disturbance was observed. No additional information has been provided.